Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that there is a loss of capture with the right ventricular (rv) lead when the patient is lying down. The rv lead was also found to have high thresholds. The physician increased the pacing amplitude to maintain capture. The rv lead remains in use. No patient complications have been reported as a result of this event.